Event description:
It was reported that during priming, a fluid leak from the gas outlet was immediately observed. The exact volume of the leakage is unknown. The device and the pack were not used. There was no delay in the procedure. Priming solution: 1500 ml ringerlactaat, 200 ml mannitol 10%, 100 ml albumin (4 100ml bij start perfusion run), 30 ml nahco3 8,4% 7500 iu heparin leo and 10 ml tranexaminezuur 100mg/ml (added with start ecc). (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. Maquet (B)(4) is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethan potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available.